Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2008.

Event description:
It was reported that there was noise seen on the right ventricular (rv) lead post cardioversion. The noise could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.